Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an increase in symptoms associated with the patient¿s complex regional pain syndrome (crps) while charging the ipg, described as a crawling sensation. When the patient is not charging the ipg, they experience effective therapy. The patient charges for two-three hours at a time every two-three weeks, and it is unknown if stimulation is turned on during the charging process. To address the issue, the physician plans to perform surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.